Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt while filling the cartridge. Customer reinserted needle and filling the cartridge was successful. Blood glucose was 172 mg/dl.